Event description:
It was reported that the patient presented remotely to the clinic via data transmission. Upon review, it was observed that the right ventricular lead exhibited high defibrillation and high pacing lead impedances, at hv > 200 ohms and lv > 3000 ohms, respectively. The patient went to the emergency department following loss of capture on an unrelated lead. Reprogramming was completed in which tachycardia therapies were turned off. Lead revision is anticipated. There were no reported patient symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).